Event description:
The customer reported that the system displayed an x-ray disabled error. There is no report of death or serious injury associated with the complaint. This error will prevent the system from performing fluoroscopy.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.